Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when they checked for placement with scope, the capsule was not there . They let the capsule fall into the stomach and did not retrieve. The pt was not injured following the procedure.